Manufacturer narrative:
Product complaint #: (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the inner sleeve of the tfna triple sleeve was damaged and unusable. It was not able to properly seat the tfna helical blade and therefore had to be done freehand. Removed instrument. No fragments generated. There were 20 minutes surgical delay. The procedure successfully completed. The patient outcome is unknown. Concomitant devices reported: unknown handles: trauma (part# unknown, lot# unknown, quantity# 1); unknown insertion instruments: trocar: trauma (part# unknown, lot# unknown, quantity# 1); unknown buttress compression nuts (part# unknown, lot# unknown, quantity# 1). This complaint involves two (2) devices. This report is for (1) blade/screw guide sleeve. This report is 2 of 2 of (B)(4).